Event description:
The customer observed falsely elevated architect free t4 result generated on the architect i2000sr processing module for a female patient. The sample was repeated on another instrument which generated a normal result. The following data was provided: customer's normal range: 0.70 ng/dl to 1.48 ng/dl (B)(6) 2024 sid (B)(6) initial result = 1.79 ng/dl repeat result on another instrument (i1sr07056) = 0.97 ng/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 result generated on the architect i2000sr processing module for a female patient. The sample was repeated on another instrument which generated a normal result. The following data was provided: customer's normal range: 0.70 ng/dl to 1.48 ng/dl. On (B)(6) 2024 sid (B)(6) initial result = 1.79 ng/dl. Repeat result on another instrument (B)(6) = 0.97 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaint did identify an increase in complaints for lot 59144ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 59144ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 59144ud00.